Manufacturer narrative:
The field service representative (fsr) reseated the heater connectors and retested the unit. Leakage current is within specifications and all functions passed. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the heater cooler unit experienced an excessive leakage current. Since the event occurred during preventative maintenance, there was no patient involvement.